Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that pre-dilatation was done with a non-abbott balloon catheter in the calcified lesion located in the circumflex artery, during preparation of the lesion for deployment of a promus 2.75 x 23. In the attempt to cross the lesion after pre-dilatation, resistance was noted and the proximal shaft of the delivery system broke. The system was removed and completed successfully with another promus. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.